Event description:
A physician contacted the (B)(6) manager to anonymously report that a 4 fr. 8 cm cook central venous catheter was used in a pediatric case where the patient expired. He would not specify if the catheter was defective or contributed to the patient's death. The physician stated that he works somewhere in (B)(6) but would not specify where. The physician said that this was not his patient and the event did not occur at his facility. The physician would not confirm if the event occurred in (B)(6).

Manufacturer narrative:
(B)(4), (B)(6). This event is still under investigation.